Manufacturer narrative:
PMA/510(k) #: (B)(4). Product code: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent was introduced over the terumo guide wire, through the 9fr introduce sheathe. Pre-stenting: patient was dilated with 14.60 high pressure atlas balloon and 16*60. Stent was flushed on both ports with saline. Access was on left femoral and stent was going to be placed on same leg. He positioned the stents distal part by the bifurcation of the venous iliac. Removed the safety pin and with his left hand, pulled back with his right hand towards left. The pulling of the mechanism was extremely hard and the stent moved out of position with out it being deployed. He repositioned the stent and pin and pulled again, the stent jumped into the ivc, most of the stent was exposed already at a point of no return and it fixated on the ivc already. He fully deployed it on the ivc. He used (b)(6 on the same position (distal part of stent was placed from iliac bifurcation) and it deployed perfectly with no issues. He deployed-35-80-14-10.0 below zvt7-35-80-16-6.0 with no issues as well. Device evaluated on 28-jul-21"no defects noted". Image review received 26-sep-21: "deployment of a zvt7-35-80-16-10.0 in the ivc rather than in the left civ is confirmed. The crowded stent ends and the civ location of the stent¿s inferior end confirm that the stent jumped from the left civ into the ivc." As per clinical advisor on 12-oct-21: "according to the imaging review the first stent was oversized in relation to the intended deployment area i.e. User error. While this is thought to have been a reason for stent movement into a larger more compliant area it doesn¿t explain the difficulty in initial deployment of the stent." (B)(4) will capture: user error: the physician did not correctly size the stent + stent migration this file will capture the difficult deployment - "the pulling of the mechanism was extremely hard". Patient outcome: a section of the device did remain inside the patient¿s body. Stent can¿t be retrieved the patient did not require any additional procedures due to this occurrence. It contributed to zvt7-35-80-16-6.0, being used in the place of zvt7-35-80-16-10.0, according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It contributed to zvt7-35-80-16-6.0, being used in the place of zvt7-35-80-16-10.0, contributing on procedure cost. Additional info: 1. Was pre-dilation performed ahead of placement of the stent? Yes, 14x60 and 16x60 with a atlas gold balloon as indicated. Was post-dilation performed after the placement of the stent? No 3. Was the device used percutaneously? Yes, as indicated. Where on the patient was the percutaneous access site? Femoral access as indicated on c3. Details of access sheath used (name, fr size, length)? Sheath size 9fr from cook medical (rcf-9-38-j) as indicated. What was the target location for the stent? From vein bifurcation to left common vein as indicated. Was the approach contralateral, ipsilateral or jugular? Ipsilateral 8. What disease mode was being treated e.g may thurner, acute or chronic thrombosis? Acute 9. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes, as indicated. Details of the wire guide used (name, diameter, hyrdophyllic)? Terumo radifocus guide wire, 0.035 hydrohyllic as indicated. Was the patient's anatomy tortuous or calcified? Calcified 12. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? He already did a venoplasty, so there was no resistance experience when placing delivery system on targeted location. 13. Did the tip of the delivery system cross the target location? Yes, before deploying the system. He repositioned it again before deploying. 14. Are images of the device of procedure available? Yes. Did the user pull the handle towards the hub during deployment, per IFU? Yes, as indicated. Did the user push the hub during deployment? No 17. Did the user remove slack in the delivery system before deployment, per IFU? Yes, he removed the safety button.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: p200023. Product code: qan. Device evaluation: the zvt7-35-80-16-10.0 device of lot number c1794945 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 25th july 2021. On evaluation of the device, no defects on the device have been observed. The device flushed as expected. A 0.035 inch wire guide passed through as expected. The handle moved without resistance in the lab. Please note that pr 334786 and pr 345349 relate to the same device and the same event. Document review: prior to distribution zvt7-35-80-16-10.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zvt7-35-80-16-10.0 of lot number c1794945 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1794945. It should be noted that the instructions for use are ifu0047-5. There is evidence to suggest the user did not follow the IFU. As per IFU 'the chosen stent diameter should be at least 1 mm larger than the estimated diameter of the target vein.' However, according to the image review it was noted that the user failed to stent the vein with the appropriate stent size, as the first stent was oversized in relation to the intended deployment area. This is considered user error, however, the unintentional deployment of the stent cannot be attributed to this user error. Therefore, user error for this event will be captured under a separate file, pr 334786 (3001845648-2021-00560). Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression deployment of a zvt7-35-80-16-10.0 in the ivc rather than in the left civ is confirmed. The crowded stent ends and the civ location of the stent¿s inferior end confirm that the stent jumped from the left civ into the ivc. Difficulty in retracting the sheath and simultaneous delivery system displacement cannot be confirmed. Imaging of this event was not provided. Absent a fluoroscopically recognized and remediated cause, the subsequent successful stenting demonstrates that zvt7-35-80-16-10.0 deployment should not have been reattempted. Given the complaint report, stent jumping was primarily from built up compression within the delivery system. However, considering the stent jumped its entire length forward, barring unreported delivery system advancement by the operator, delivery system compression may have not been the only cause. The subsequent successfully implanted stent sizes and their locations suggest an altered view of the lesion or extremely limited available stent diameters and lengths. An extremely limited stock is less likely. In this scenario, the zvt7-35-80-14-10.0 would have started at the left civ ostium to limit stent coverage of the eiv. Instead, the zvt7-35-80-14-10.0 just adequately overlapped the civ stent. This maximized its length and hence its anchoring ability in the eiv. Additionally, the zvt7-35-80-14-10.0 diameter also better matched the eiv. This would have reduced the potential for superior stent movement during or just after implantation. Although less common with modern laser cut nitinol stents, the stent movement into a larger diameter and hence more accommodating vein segment can occur with very discrepant oversizing. The smaller diameter stent suggests that the zvt7-35-80-16-10.0 size discrepancy was recognized as one reason the stent jumped all the way into the ivc. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause for the difficulty in deployment and resulting stent jumping could be attributed to difficult, calcified patient anatomy. The patients calcified anatomy may have cause compression on the delivery system, which may have contributed to stent jumping on deployment. The product manager advised that a the size of the introducer should generally not impact deployment, therefore, the root cause for this event is not being attributed to the size of the access sheath used in this procedure. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent was introduced over the terumo guide wire, through the 9fr introduce sheathe. Pre-stenting: patient was dilated with 14.60 high pressure atlas balloon and 16*60. Stent was flushed on both ports with saline. Access was on left femoral and stent was going to be placed on same leg. He positioned the stents distal part by the bifurcation of the venous iliac. Removed the safety pin and with his left hand, pulled back with his right hand towards left. The pulling of the mechanism was extremely hard and the stent moved out of position with out it being deployed. He repositioned the stent and pin and pulled again, the stent jumped into the ivc, most of the stent was exposed already at a point of no return and it fixated on the ivc already. He fully deployed it on the ivc. He used (b)(6 on the same position (distal part of stent was placed from iliac bifurcation) and it deployed perfectly with no issues. He deployed-35-80-14-10.0 below (B)(6) with no issues as well. Device evaluated on 28-jul-21"no defects noted". Image review received 26-sep-21: "deployment of a (B)(6) in the ivc rather than in the left civ is confirmed. The crowded stent ends and the civ location of the stent¿s inferior end confirm that the stent jumped from the left civ into the ivc." As per clinical advisor on 12-oct-21: "according to the imaging review the first stent was oversized in relation to the intended deployment area i.e. User error. While this is thought to have been a reason for stent movement into a larger more compliant area it doesn¿t explain the difficulty in initial deployment of the stent." (B)(4) will capture: user error: the physician did not correctly size the stent + stent migration this file will capture the difficult deployment - "the pulling of the mechanism was extremely hard". Patient outcome: a section of the device did remain inside the patient¿s body. Stent can¿t be retrieved the patient did not require any additional procedures due to this occurrence. It contributed to (B)(4), being used in the place of (B)(4), according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It contributed to (B)(4), being used in the place of (B)(4), contributing on procedure cost. Additional info: 1. Was pre-dilation performed ahead of placement of the stent? Yes, 14x60 and 16x60 with a (B)(6)balloon as indicated. Was post-dilation performed after the placement of the stent? No 3. Was the device used percutaneously? Yes, as indicated. Where on the patient was the percutaneous access site? Femoral access as indicated (B)(6). Details of access sheath used (name, fr size, length)? Sheath size 9fr from cook medical ((B)(6)) as indicated. What was the target location for the stent? From vein bifurcation to left common vein as indicated. Was the approach contralateral, ipsilateral or jugular? Ipsilateral 8. What disease mode was being treated (B)(6), acute or chronic thrombosis? Acute 9. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes, as indicated. Details of the wire guide used (name, diameter, hyrdophyllic)? Terumo radifocus guide wire, 0.035 hydrohyllic as indicated. Was the patient's anatomy tortuous or calcified? Calcified 12. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? He already did a venoplasty, so there was no resistance experience when placing delivery system on targeted location. 13. Did the tip of the delivery system cross the target location? Yes, before deploying the system. He repositioned it again before deploying. 14. Are images of the device of procedure available? Yes. Did the user pull the handle towards the hub during deployment, per IFU? Yes, as indicated. Did the user push the hub during deployment? No 17. Did the user remove slack in the delivery system before deployment, per IFU? Yes, he removed the safety button.

Manufacturer narrative:
PMA/510(k) #: (B)(4). Product code: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.